Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.